Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). As reported by the user facility, it has been confirmed that the batch number is unknown and no samples are available for further evaluation. Without the actual device and/or lot number, a thorough investigation could not be performed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow-up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: customer reported epidural catheter broke while removing from patient leaving 4-5 cm of catheter in patient. During a follow up call, it was stated that while removing catheter the catheter broke in patient clinical team decided on need to remove catheter which was done (B)(6) 2019 requiring a partial laminectomy to remove the catheter. Surgery was 3.5 hours. No other issues with patient are know at the time of report. Catheter part from patient was sent to pathology, she is willing to send that portion back when pathology complete.